Event description:
It was reported that the surgeon stated that in 2007, he removed a tumor from pt. Surgeon stated he used a dual mesh fortex >1 layer posterior and 1 layer on top with 30cc bone source between mesh layers. Per the surgeon, a recent scan showed an abnormality. In 2009, an exploratory procedure was performed. The surgeon stated when the site was first exposed, a "white liquid" appeared. After scraping the area, surgeon stated a "white powder" crystal-like substance was found. Surgeon stated after microscopic eval, the "white powder" was an ha like substance."